Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the catheter pops-out causing the urine of the patient to spill on the bed. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A sample was not returned for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue. As part of continuous improvements, a corrective and preventative action plan (CAPA) has been opened to address the reported condition through a more robust investigation. The results of the investigation will be documented through the CAPA. This complaint will be used for tracking and trending purposes.